Event description:
It was reported that the down arrow and audio bolus buttons are responding intermittently. A family member stated that she noticed the beginning of the problem 2-3 weeks ago and that the problem progressively became worse with time. She confirmed that all buttons bounce and spring back as expected. The family member denied tears or holes in the keypad, reported that the pump was not exposed to water or cleaning products, and noted that the patient wears the pump in pant's pocket by itself. She confirmed that the patient was able to program and safely wear the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, it was confirmed that the up and down arrow buttons were intermittently responsive and the audio bolus responded to a hard push. Investigation revealed that adhesive was found under the button contacts.